Event description:
Device malfunction. Collapse of vessel locator wings prematurely. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a tech, trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, during step 3 (thumb advancer) the vessel locator wings collapsed prematurely and the tech pulled the device from the pt's arteriotomy. Hemostasis was achieved by manual compression. There were no adverse pt effects. Though requested, there was no add'l info available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.